Event description:
Following a successful placement of a stent (subject device) in the basilar artery, the patient "complained of subtle diplopia, and nausea." An angiogram was performed to evaluate the newly implanted stent. Results of the angiogram found the stent to be widely patent. The patient's symptoms improved, and the patient was discharged. The patient was re-admitted, due to experiencing "unsteady gait, and ataxia." The patients condition worsened as she intermittently experienced "visual changes including blurry and double vision." The patient continued to experience a decrease of coordination in the upper extremities. These symptoms were reported to have gradually improved. A magnetic resonance imaging (MRI) was performed and found that the patient suffered from a chronic small stroke in the pons and cerebellum. The results were not found to be acute, nor were the ischemic areas present on the MRI that was performed prior to her first stent placement. It was also observed that the stent initially implanted had evidence of restenosis requiring angioplasty. At this time a second stent was implanted. The patient was reported to be asymptomatic and doing "well".